Event description:
It was reported that the patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the scs system was explanted to address the issue. No further information is known at this time.

Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.